Event description:
On (B)(6) 2022: patient presented to facility to rule out kidney stones and a false positive result was obtained on the cardinal health hcg combo serum/urine cassette when testing a patient urine sample. Confirmatory beta hcg testing performed on the abbott allinity provided a negative result of <2.4 miu/ml. No adverse outcomes were reported. Medications: dok 100mg tablet as needed. Hydrocodone 7.5mg as needed. Prenatal 1 bid. Azo.

Manufacturer narrative:
Customer to monitor - troubleshooting performed. Pending results of investigation.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with low-hcg standards (4 miu/ml). The results were read at 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. No returned product was received for investigation. Complaints are tracked and trended on a monthly basis. Per the package insert, very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.